Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 25 mg/dl. The customer stated that she did not know her blood glucose was low that night. The customer stated she had a seizure as well. The customer stated that her nurse adjusted her basal rate settings after the event, and she has not had any issues since. Troubleshooting was not conducted as the customer was at school, and her insulin pump was at home. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.